Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2017-06419. It was reported the patient lost therapy in both her thoracic and cervical systems due to battery depletion. The patient stopped charging the ipgs as recommended. The patient underwent surgical intervention where both ipgs were removed and was replaced with a single new one.